Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that after loading patient on the system, the surgeon moved to the registration screen and received an error code 64 while it was trying to create the registration model. He rebooted the system a few times, but the issue reoccurred. It was further stated the he deleted the patient exam and reimported and was then able to move to the registration screen with no issue. The site experienced less than 1 hour delay. There was no reported impact to patient outcome. No additional information was provided.